Manufacturer narrative:
(B)(4). The needleless confidence kit (product code: 2839-13-000, lot number: hvbbhb) was returned to the complaints handling unit (chu). The cement mixer, reservoir, and pump were returned. No immediately observable damage was found to any of the returned parts. The pump did not feature any water past the safety valve. The pump was tested to ensure that it was within specifications. No defects were found during this investigation. No root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. No defects were found with any of the returned components. A review of the products¿ DHR, complaint trend analysis, and additional rationale for no CAPA opened are not necessary as these have been covered in the original investigation and the return of the samples has not altered these results. No root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Water comes out backside of the bottle, no pressure for cement application could be built